Manufacturer narrative:
With the corrected information, this file is not reportable. There will be no further reports.

Event description:
Information received from the customer stated the only issue reported was a system message and a burning smell with the system and not a laser failure which was originally reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health care professional reported that a laser system presented with laser failure, a system message displayed and a burning smell during surgery. The surgery was completed. There was no patient harm.